Manufacturer narrative:
The device was returned to olympus and the evaluation found: deep scratches on distal edge, and dented outer tube. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited deep scratches on distal edge and dented outer tube. There were no reports of patient involvement.